Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The pump had intermittent button response due to moisture damage on the keypad traces. The pump also had minor scratches on the lcd window, a cracked case near the display window corners, cracked battery tube threads , and cracked reservoir tube lip.